Event description:
During the procedure, the catheter kinked while torquing. The procedure was stopped and restarted using another catheter. The pt's anatomy was reported as seeming routine. No adverse effects to the pt were reported.